Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03672. The patient reported experiencing heat while charging. Subsequently, the patient takes breaks during charging to avoid excessive heating and has been using the charging pouch. A replacement charging system (low energy) was sent to the patient and the patient was advised of and understood the longer charge time. Follow-up identified the issue resolved with the replacement charging system. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.